Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a thoracic aortic aneurysm. The right external iliac artery measured 8.4 mm in diameter while the left external iliac artery measured 7 mm in diameter. It was reported that the intima of the external iliac artery was damaged upon removal of the distal delivery system. A bare stent was implanted to cover the possible damaged intima, and blood flow was confirmed without rupture. Per the physician comment, the cause of the event was due to small diameter of the vessel combined with light pushing and pulling to remove the delivery system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).